Manufacturer narrative:
Incident occurred during pre-test. No patient contact, 5 minute delay. Probe returned and evaluated. Shaft frosting confirmed, vacuum sleeve failed.

Event description:
During the initial pretest cycle of 2nd requested perc-24, I noticed frost advancing all the way up the shaft to the handle. Pretest was completed then performed a 2nd time with the same results. Probe was replaced. Replacement probe performed properly, case was continued and completed without further issues.